Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. A probable root cause for the reported event could not be determined, as no device was returned for inspection. Complaint is therefore non-verifiable.

Event description:
The customer reported that the abutment screw (mhlas) keeps loosening in the abutment.